Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 30, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: devices (handpieces) were returned, and no visual or functional defects were observed. Risk analysis was performed, and risk was determined to be low, with minimal consequences and the risk likelihood determined as unlikely to occur. A device history record review was performed with no evidence of nonconformance. The concomitant product intraocular lenses (iols) were discarded by the customer and were not returned. The reported damage to the lenses could not be evaluated. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that customer has two emerald injectors from two lots. Lot number 2-122 and 1-001. The injectors are the ones with the smaller barrels that are not working well with the lenses. The injectors are buggering them up.  The customer claimed that the larger barrel ones work much better.  There seems to be a disconnect between the cartridges and the smaller barrel ones which is probably the reason johnson and johnson changed the design. It was noted that they had several lenses last week alone that were damaged by these injectors.  It was indicated that the intraocular lenses (iol) were discarded. As event has happened so many times the customer did not track any specific detail for each of the iols involved. However, the customer stated that suspect iols affected are the standard iols (za9003). The customer does not have detail on patient contact but thinks all the iols were inserted and then cut out. The customer explained that the iols were getting scratched, haptics were breaking off and those were likely noticed after the iols were inserted. Also noted across the board that iols are splitting, cracking and breaking the haptics. The customer had back-up iols to complete their procedures. It was stated that all their staff is experienced and so event could not be due to use error. No other information was provided. Because it is unknown as to which specific injector lot number was involved with the specific suspect iol in this event, this report captures both injector lots. Separate reports will be submitted for the other reported events.

Manufacturer narrative:
Section a2, a4, a5, patient information: information unknown/not provided. Section b3, date of event: information unknown/not provided. Section d4, lot number: 2-122. Section d4, expiration date: sep 2, 2012. Section h4, device manufacture date: unknown/not provided. Section d4, unique identifier (UDI) number: (B)(4). Section d4, lot number: 1-001. Section d4, expiration date: oct 11, 2012. Section h4, device manufacture date: unknown/not provided. Section d4, unique identifier (UDI) number: (B)(4). Section d6a. If implanted, give date: not applicable as this is not an implantable device. Section d6b, if explanted, give date: not applicable as this is not an implantable device; therefore, not explanted. Section d10, concomitant medical products and therapy dates: iol za90030, sn 2307692251 section h6, medical device problem code: 3191, this code was used for dissatisfaction - quality/design issue with the device. Section h6, medical device problem code: 1069, this code was used for lens damaged & haptic damaged. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device lot history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.